Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer's location. The reported issue was confirmed; however, cause could not be determined. New hardware was installed on the chair and the chair was returned to service.

Event description:
It was reported while transporting a patient on the chair, some of the bolts on the seat frame came out. The product issue did not adversely affect the transport and the medics were able to complete the transport manually. There were no injuries reported as a result.